Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a symptomatic low blood glucose (bg) of 29 mg/dl , self- treated with orange juice. Customer support review of the pump found that the basal delivery totals in tdd do not match active basal program total, with no known cause for the variation. The basal history did match the active basal program settings. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history shows the last basal delivery and the last bolus were on (B)(6) 2014. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate.. The tdd basal history on (B)(6) 2014 adds up correctly. No alarm related to the complaint observed in alarm history. Pump successfully completed a delivery accuracy test. Unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release